Manufacturer narrative:
Date sent: 10/21/2004

Event description:
It was reported that during an unk procedure, the device delivered an incomplete staple line on the fourth cartridge. A like device was used to complete the procedure. Operating time was extended an hour and a half. There was no pt consequence.